Event description:
A user complained that a curlin administration set was leaking from the y site. There was no pt injury.

Manufacturer narrative:
Engineering evaluation indicated was due to customer abuse. Y site and tubing show abrasion wear. This abrasion wore through the sleeve tubing causing the sleeve to separate from the y site. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted 06/04/07 and a review of complaints. No pt injury.